Event description:
On april 14, 2022, fujifilm healthcare americas corporation received a complaint regarding the arietta 850 ultrasound system. The site reported that images are intermittently not appearing on the monitor. After a full reboot, there was a 10-minute delay in image appearance. There is no death or serious injury associated with this event. As such, this report is being submitted in an abundance of caution.